Event description:
The device was returned from customer for service for a reported recall failure code. During service by co. Technician, the device was found to have depleted batteries. The hospital rep stated they have no record of any pt incident involving the pump since the last co service event.